Event description:
It was reported that while the surgeon was lasering the patient's ear; the end of the fiber burnt off and became detached. The surgeon confirmed that the detached fragment had not remained in the patient¿s ear by looking through the microscope and a 30-degree scope. There was no patient injury due to this event. No further information is available.